Manufacturer narrative:
(B)(4). Batch r59a6l. Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows sealed package of tyvek area and it can be seen a damage near of code qr. In addition, it was observed the lot number r93y5p with expiration date 2023-06-30. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. It was reported that during the procedure, the packaging had packaging integrity. The analysis results found that ats45 device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot r93y5p number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r59a6l number, and no non-conformances were identified.

Event description:
It was reported that the paper seal has a one inch puncture near the opening tab. No patient involvement occurred. No other information is available.